Event description:
The customer reported that after a loud bang, there was a system failure. The field engineer noted that the system was unable to perform fluoroscopy x-ray. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the camera. The system operates as intended.